Event description:
Siemens us was notified on (B)(6) 2012, that the gantry moved without any command from the customer, with high risk of collision with a pt or the machine itself. There is no report of injury to a pt. This reported event occurred in (B)(6).

Manufacturer narrative:
Siemens us became aware of the reported event on (B)(4) 2012, and mailing this MDR on (B)(4) 2012. This is a known issue that has been solved per (B)(4). This has been implemented in the united states however not yet in spain where the event occurred. There are emergency-off buttons installed. According to the user manual the therapist must supervise the pt treatment all the time and stop any unexpected motion of the sys before a pt is injured by moving parts.